Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went from 85% battery life to 5% while the pump was plugged into a power source the customer disconnected the pump from power source then the pump battery gauge jumped to 100% after leaving it unplugged. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until a replacement arrives. A recommendation was made for the customer to monitor pump battery gauge.